Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Other than reported only the completely disassembled handle with several parts of the assembly missing was returned. The distal shaft system was partially returned in 17 fragments of the shafts, partially still located on the guide wire used in the intervention. The winding wheel is present together with a fragment of the proximal outer shaft. The shaft has fractured and shows a clear necking. The most distal fragment contains the stent which is partially released. The proximal side of the most distal fragment has been manipulated, damaged, and cut open in an extent, that an evaluation of the proximal stent, the proximal stent stopper and the proximal segment of the retractable outer shaft is no longer possible. Due to the state of the device, and the missing parts, an investigation with regards to the reported complaint event was not possible. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was identified. Due to the state of the returned device, the final root cause could not be determined.

Event description:
Pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (84 percent stenosis degree) in the moderately tortuous mid sfa. It was attempted to release the stent, but the release mechanism stopped after 20mm. Even after using the secondary release, the stent still could not be released. The device was withdrawn, and another stent was used to finish the procedure.